Manufacturer narrative:
The device has been received, but an evaluation has not been completed. A failure analysis is not available; the relationship between the suspect device and the cause for the event is undetermined. In addition to the device evaluation, a review of the device history record and the product family complaint trends are in progress; results will be provided in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific corp, that a procedure to place an ultraflex esophageal ng stent was performed (patient age and gender unknown). It was reported that, "the amplatz 0.038 inch guidewire was advanced through the lesion under the scope. The scope was removed from the patient's body and the [ultraflex esophageal ng stent] catheter was advanced through the lesion. The mid of the stent was placed in the cardia of the stomach..." Reportedly, the stent (10cm, non-covered, distal-release) was partially deployed when the physician "felt resistance and the suture [broke the cardia]." The stent system was removed and "some bleeding was noted." According to the complainant, the physician did not attempt to stop the bleeding, as the bleeding resolved on its own. Due to the event, the procedure was aborted. At the conclusion of the procedure, the patient's condition was reported as "good".